Event description:
It was reported that the anesthesia workstation generated technical error code indicating pressure transducer error. Furthermore the unit failed inspiratory and expiratory valve test during system check-out. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the anesthesia system on site and according to provided information, the issue was solved by replacing the air gas module. The anesthesia system was successfully tested and was cleared for clinical use. The evaluation of the provided logs confirms the reported technical error code but there is no other information or failing system checkout sub tests that suggests any technical issues related to a pressure transducer. In addition, the logs show that anesthesia system failed the system checkout on sub tests related to the air gas module function. Based on the above information, our conclusion is that the replaced air gas module was the cause of the failure. However, the root cause of why the part failed has not been established as it was not returned for investigation.